Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in storage of an untreated event. Technical services (ts) recommended finding out what the patient was doing at the time. Subsequent information was received that the s-ICD and electrode exhibited oversensing of noise that resulted in storage of an additional untreated episode. It was noted that the patient had a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system implanted, however, therapies were noted to be programmed off. The patient was reported to have experienced a bradycardic episode and hypotension and was prescribed medications. Surgical intervention was undertaken to explant the non-boston scientific ICD system and a pacemaker was implanted. Defibrillation threshold (dft) testing was performed with this s-ICD and electrode during the procedure. Dft testing was unsuccessful in converting the patient with 65 and 80 joule shocks. The procedure was completed and an additional procedure was performed the following day. The s-ICD and electrode were then explanted and the patient was upgraded to a transvenous ICD system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in storage of an untreated event. Technical services (ts) recommended finding out what the patient was doing at the time. Subsequent information was received that the s-ICD and electrode exhibited oversensing of noise that resulted in storage of an additional untreated episode. It was noted that the patient had a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system implanted, however, therapies were noted to be programmed off. The patient was reported to have experienced a bradycardic episode and hypotension and was prescribed medications. Surgical intervention was undertaken to explant the non-boston scientific ICD system and a pacemaker was implanted. Defibrillation threshold (dft) testing was performed with this s-ICD and electrode during the procedure. Dft testing was unsuccessful in converting the patient with 65 and 80 joule shocks. The procedure was completed and an additional procedure was performed the following day. The s-ICD and electrode were then explanted and the patient was upgraded to a transvenous ICD system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the device is in possession of the hospital.